Event description:
Admitted to hosp for generator change. Pt pacemaker was noted during a telephone monitoring to be in v00 mode. Unable to place back to ddd mode, requiring generator change. Generator charged to pacesetter model # 5326l.